Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/3/2020. H.6. Investigation: a device history review was conducted for lot number 9233914. According to the sampling plan applied for product performance, these lots were accepted and released without defects being noted during the final assembly or visual inspections. Visual evaluation of the returned devices allowed bd engineers to determine the root cause for this event was excess adhesive obstructing the fluid path. Due to variability in the manufacturing process it is possible for the over-application of adhesive to occur. Presently, bd uses in-process inspection stations to remove all observed non-conformances prior to packaging and release of each unit. In response to this event, bd has retrained the packaging personnel to prevent the reoccurrence of this issue.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had a failed flush. This was discovered during use. The following information was provided by the initial reporter: there was no liquid found after the indwelling needle was successfully injected , the patient was given a new needle after the tube was failed to flush with the pre-filled syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had a failed flush. This was discovered during use. The following information was provided by the initial reporter: there was no liquid found after the indwelling needle was successfully injected, the patient was given a new needle after the tube was failed to flush with the pre-filled syringe.